Event description:
During a gastric bypass procedure, the surgeon reported the staples malfunctioned and did not form properly. The case was completed with another similar device. There was no pt consequence.